Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material in the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, the foreign material near the forceps elevator (wire), could not be identified. The legal manufacturer was able to confirm if reprocessing steps were performed according to the instructions for use. We could not identify what the foreign material was. We could not identify why the foreign material remained in the device. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿chapter 6 compatible reprocessing methods chapter 7 cleaning, disinfection, and sterilization procedures as to the handling methods of the subject device, we checked the contents written in the instruction manual and found the following descriptions. Physical damage might be prevented by following these descriptions.¿ olympus will continue to monitor the field performance for this device.